Event description:
Diabetes therapy consultant spoke with the customer's mother who reported that the insulin pump had multiple no delivery alarms and condensation inside the display screen. The customer's mother also reported that the insulin pump had to be restarted to rewind completely. Blood glucose level at the time of the incident was not provided. The customer's mother will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.